Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. An analysis of the device data logs did not reveal any anomalies related to premature battery depletion. However, review of the charging log revealed two issues that have contributed to inability to charge or longer charging time than expected. Possible misalignment of charger with ipg causing lower than expected charge current. Possible misalignment or poor ventilation causing charging process to stop once a temperature limit is reached. These factors are known to contribute to charging difficulty when users do not follow the instructions for use (IFU).

Event description:
It was reported that the patient experienced difficulty charging of the spinal cord stimulation (scs) implantable pulse generator (ipg). The patient underwent a procedure in which the ipg was replaced. The patient was doing well postoperatively. Additional information was received that the ipg will not be returned as it was discarded by the medical facility.

Event description:
It was reported that the patient experienced difficulty charging of the spinal cord stimulation (scs) implantable pulse generator (ipg). The patient underwent a procedure in which the ipg was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3 date of event is approximate date.

Event description:
It was reported that the patient experienced difficulty charging of the spinal cord stimulation (scs) implantable pulse generator (ipg). The patient underwent a procedure in which the ipg was replaced. The patient was doing well postoperatively. Additional information was received that the ipg will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Block b3 date of event is approximate date. Update to initial report in blocks b5 and h10.